Manufacturer narrative:
The technician adjusted both casters to repair the stretcher.

Event description:
Information received indicates the head end brake casters are not working or holding properly.